Manufacturer narrative:
On november 16, 2016 dr. (B)(6) (biolife's chief medical advisor) evaluated all the information related to this event and responded with the following: "this letter is in response to the hospital event report of a "pressure injury" at (B)(6) hospital involving statseal powder. The report (biolife complaint (B)(4)) indicated "statseal powder was used to stop bleeding after a uvc placement. When the dressing was removed, the infant had a pretty significant skin injury". This type of pressure injury is very common on neonatal cases after placement of uvc's given the thin nature and the poor perfusion of the skin. Skin breakdown and skin necrosis is a noted side effect of these types of pressure injuries. The pressure injury is unlikely related to the use of statseal powder".

Event description:
On (B)(6) 2017 biolife received a complaint from (B)(6) hospital. The issue occurred a month ago ((B)(6) 2017). The hospital had an injury on a baby born at (B)(6), intrauterine growth restricted at (B)(6) grams. Malpositioned uvc, placed PICC at (B)(6). At 24 hrs after PICC placed am xtray, noted PICC to be deep and need it to be pulled back. Statseal powder had been utilized after PICC placement from persistent bleeding. When dressing removed the skin was noted to be inflamed with central necrosis. Steri strips and bioclusive dressing was also used. The baby injury was assessed, and it was recommended bactroban twice a day with a sterile dressing change. According to nurse in (B)(6) "it healed amazingly well"